Manufacturer narrative:
Date in follow up 1 should have been entered as: 10/24/2017.

Event description:
A peritoneal dialysis patient reported receiving the cycler message make sure heater bag is on heater tray. The patient checked all connections and then proceeded to reboot the cycler. The message appeared after the reboot as well. The treatment was cancelled. When the cassette door was opened, fluid was noted to be leaking. The cycler will be replaced. Product information for the cassette was not available.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the cycler message make sure heater bag is on heater tray. The patient checked all connections and then proceeded to reboot the cycler. The message appeared after the reboot as well. The treatment was cancelled. When the cassette door was opened, fluid was noted to be leaking. The cycler will be replaced. Product information for the cassette was not available.

Manufacturer narrative:
The actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks were noted in the test cassette during the test treatment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within the pneumatic filter. The cause of the observed dried fluid and fluid could not be determined.

Event description:
A peritoneal dialysis patient reported receiving the cycler message make sure heater bag is on heater tray. The patient checked all connections and then proceeded to reboot the cycler. The message appeared after the reboot as well. The treatment was cancelled. When the cassette door was opened, fluid was noted to be leaking. The cycler will be replaced. Product information for the cassette was not available.